Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Vessel morphology is unk. The pt called medtronic and reported that the stent graft was not fully expanded. On an unk date another physician performed what seemed to be an angioplasty in order to restore blood flow. No add'l clinical sequelae were reported and the pt is reported to be fine.